Manufacturer narrative:
Weight, ethnicity, race:unk. Claim# (B)(4).

Event description:
In the artical, "implantable collamer lens sizing based on measurement of the sulcus-to-sulcus distance in ultrasound biomicroscopy video clips and zz icl formula," a study to evaluate a new method of implantable collamer lens (icl) sizing based on ultrasound biomicroscopy (ubm) video clips. The study included consecutive patients with myopia and myopic astigmatism scheduled for v4c toric icl (ticl) implantation from oct 2020 to nov-2020. The analysis included 168 eyes in 84 patients. Postoperative vault sie was comparable to that predicted by the zz icl formula. Vault prediction error (pe) by the zz icl formula was within 100, 300, and 500 um in 40.48%, 88.10%, and 100% of eyes. Spherical equivalent (se) and absolute cylindrical refractive error were .36+/- 0.48 and 0.40 +/- 0.31 at 3 months postoperatively. The se pe, absolute cylinderical pe, and percentages of eyes with an absoulte cylinderical pe within +/- 0.50 d and +/- 1.00 d were lower for the zz icl formula than for the staar software (p < 0.01). The study concluded that combining measurements obtained in ubm video clips with the zz icl formula provides an effective method of sizing ticls and predicting vault height and residual refractive error.

Manufacturer narrative:
Corrected data: b1/b2 - changed to product problem/malfunction, required intervention to prevent permanent damage/impairment should be removed. Claim#: (B)(4).